Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 23-jun-2023. H.6. Investigation summary: samples were received and an investigation was performed. This is the 3rd complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required. H3 other text : see h10.

Event description:
It was reported while using bd syringe the stopper was deformed. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: it was reported that the stopper was damaged and was deformed.

Manufacturer narrative:
The manufacturing location for this product is greater asia. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1., and the franklin lakes FDA registration number has been used for the manufacture report number. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd syringe the stopper was deformed. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: it was reported that the stopper was damaged and was deformed.

Manufacturer narrative:
Correction: d2: medical device manufacturer: bd medical - diabetes care. D4: medical device catalog #: 326638. G2; manufacturing location: bd medical - diabetes care.

Event description:
It was reported while using bd syringe the stopper was deformed. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: it was reported that the stopper was damaged and was deformed.